Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 145 mg/dl. Customer's sensor glucose level was 108 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised a replacement sensor will be sent out.